Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 8/26/2021. H.6. Investigation: our quality engineer inspected the sample submitted for evaluation. Bd received one used retracted device. A microscopic inspection of the catheter tubing was performed and a v-shaped cut was found, confirming the defect of needle through catheter. The v-shape cut is indicative of a damage created by the needle from re-cannulating and rotating the needle. It was also noted that media was present throughout the catheter tubing. Based on this evidence, the defect most likely originated during use due to user manipulation. The IFU warns against reinsertion of a partially withdrawn needle back into the catheter. A device history record review showed no non-conformances associated with this issue during the production of this batch. H3 other text : see h.10.

Event description:
It was reported that the bd nexiva¿ closed IV catheter system experienced a catheter that broke off from the hub. The following information was provided by the initial reporter: rn accesses patients vein and tried to pull back the needle, the plastic catheter broke.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd nexiva¿ closed IV catheter system experienced a catheter that broke off from the hub. The following information was provided by the initial reporter: rn accesses patients vein and tried to pull back the needle, the plastic catheter broke.